Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered due to high impedance readings on the right ventricle (rv) coil and superior vena cava (svc) coil. In addition, irregular sensing was indicated on the remote transmission. It was further reported by the patient that one of the leads was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the partial lead was returned in segments and analyzed; analysis revealed a flex fracture of the high voltage conductor.